Event description:
Spiderfx was used in the popliteal just above the knee. This was a leg case where atherectomy was going to be used for plaque excision of the sfa. The physician used distal filter protection. Initially a 5mm spiderfx, and a 7f sheath was used to go up an over, however, it would not go over the wire. Instead of losing access, the device was removed and a 6mm spiderfx was used. Instead of using the spider delivery catheter, the physician decided to use a different 5f catheter to delivery the spiderfx basket. This time, it was successfully delivered to the popliteal just above the knee. We then proceeded with the atherectomy of the sfa. After yielding great plaque, we then began to remove the spider basket using the same catheter. We were not able to pull the basket into the catheter. The wire snapped off leaving the basket below the knee. We proceeded to retrieve the basket with a snare (15mm). We were unsuccessful with numerous tries. We then ballooned next to the basket in hopes of allowing it to be locked into the loop of the snare. After numerous attempts (approximately 1 hour), the physician was able to remove the basket. No consequences to pt. Vessel remained open with no known complications.